Event description:
It was reported that the right ventricular (rv) lead had high impedance on the rv coil and a reading of none on the superior vena cava (svc) coil. It was later reported that the rv lead was damaged during a device changeout. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.